Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during installation, this 980 ventilator would not power on.  The device was available for evaluation. While the service personnel (sp) performed installation, the unit would not power on; therefore the direct current (dc)-dc converter printed circuit board assembly (pcba) was replaced. The unit passed all calibrations and tests as per manufacturer specifications and the installation was completed. One dc-dc convertor pcba was returned to medtronic for failure investigation. Visual inspection of the returned dc-dc converter pcba found no anomalies. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis. The ventilator failed to power up. Further inspection using a multimeter found that c78 capacitor was short and confirming the dc-dc convertor pcba to be faulty. If a failure of the c78 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was determined to be faulty c78 capacitor on dc-dc convertor pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during installation, this 980 ventilator would not power on. The ventilator was not in use on a patient at the time of the reported event.